Event description:
It was reported that during a lobectomy procedure, the device was used to resect the right inferior lobe. After changing the cartridge, the connection of the housing began to be disengaged at the 7th firing. Physician commented that the lung was much thicker than usual and it had a difficulty in firing. The staples were formed properly. Another device was used to complete the procedure. There were no adverse consequences to the pt.

Manufacturer narrative:
(B)(4). (B)(4). Info anticipated, but unavailable at this time.